Event description:
It was reported that, during bhr surgery, an offset cup introducer broke off. It is unknown if a surgical delay occurred due to this incident, and whether a back up introducer was available or not to conclude the procedure. It is unknown if there was a patient harm as a consequence of this failure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3, h6: it was reported that, during bhr surgery, an offset cup introducer broke off (part number 90128275, batch number 4672567). As of today, the complained instrument, that was used in the treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the offset cup introducer was performed. Using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. No other similar complaints were identified to involve this batch. Other similar complaints have been identified for the part number and the reported failure mode, and this failure will continue to be monitored. In the absence of the actual device, the production records were reviewed for the known devices reportedly involved in this incident. The released device involved met manufacturing specifications upon release for distribution. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. Based on the limited information provided we cannot advance the investigation, our investigation remains inconclusive, and a definitive root cause cannot be determined. Should additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.